Event description:
Customer complains about an internal blood leak during treatment. After observing a crack in the polling area. The treatment was stopped and the extracorporeal circuit has not been returned to the pt and so the pt suffered a blood loss of estimated 250ml. The clinic applies a standard procedure for internal blood leaks; the pt was given an antibiotic as a prophylactic measure. The treatment was restarted after changing to another dialyzer and finished without any further problems.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.